Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegations of infection were known inherent risk of device. DHR review revealed no additional information related to the complaint. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d along with the right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The device was returned and no problem was detected.